Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The olympus service center was unable to confirm the reported event. The unit passed all functional and leak tests. A small scratch was found on the lens but this did not effect functionality. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The malfunction is not caused by design. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a temporary malfunction as it could not be confirmed by the olympus service center. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to the olympus sales representative, the device was broken and had an intermittent image in reprocessing. There was no patient involvement. This event is reportable for the image issues.